Event description:
Healthcare professional reported a left side exchange with no compliant against the device. Device has been explanted. Healthcare professional later reported "hole, non specific" and "complete rupture."

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device exchange. Rupture was observed after explant.

Event description:
Healthcare professional reported a left side exchange with no compliant against the device. Device has been explanted. Healthcare professional later reported "hole, non specific" and "complete rupture."

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: no openings observed in the device additional observations: ¿ white particles observed in the surface of the device. ¿ crease fold observed in the device.